Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika or its employees caused or contributed to a potential patient event documented on this report. On 03may2023 it was reported to anika that a revision procedure was performed on (B)(6) 2023 on a white female patient of unknown age due to post-op infection. A slik peek anchor was explanted from the patient. A separate slik anchor was implanted into the patient during the revision procedure. The original implant date was (B)(6) 2023. There was no report of any malfunction or appearance issues with the device when initially implanted. The patient's bone density was reported to be normal. The instruments were used ~5 times or less prior to the procedure. The patient was reportedly cultured. The result of the culture is unknown at this time. The current status of the patient is unknown. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant. Supplemental report: the reported event is not confirmed. The plausible case of the reported event cannot be established. Additional information was not provided when solicited. A review of the batch record was performed. There was no nonconformances or deviations recorded in the manufacturing record for the anchor. There was one deviation for the drill bit used (pn 11000u batch 16793) during the initial procedure. The deviation is not related to the reported event. The product was manufactured and released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6)2023 it was reported to anika that a revision procedure was performed on (B)(6)2023 on a white female patient of unknown age due to post-op infection. A slik peek anchor was explanted from the patient. A separate slik anchor was implanted into the patient during the revision procedure. The original implant date was (B)(6)2023. There was no report of any malfunction or appearance issues with the device when initially implanted. The patient's bone density was reported to be normal. The instruments were used ~5 times or less prior to the procedure. The patient was reportedly cultured. The result of the culture is unknown at this time. The current status of the patient is unknown. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant.